Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during an unknown procedure, a lung perforation occurred. The meier guide wire was reported to have perforated a patient's lung. The procedure details are unknown. The patient condition is unknown. Additional information was requested and not available.